Manufacturer narrative:
(B) (4). (B) (4). Abscess occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported via a journal article that a pt underwent a gynecological cancer procedure sometime between (B) (6) 2008 and (B) (6) 2009. During the procedure, the surgeon used an absorbable hemostat to reduce intra-operative capillary bleeding in the pelvic region. The absorbable hemostat was left in situ after hemostasis was achieved. Postoperatively, the pt developed an abscess formation in the pelvic region. As a result, the pt was hospitalized and treated with intravenous antibiotic administration.